Event description:
It was reported that the doctor was malleting (approx 3 strikes) the anchor into the bone and the anchor shattered into approx five pieces. The surgeon suspected that the pt may have had hard bone. Further, all fragments were retrieved.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.